Event description:
Medical affairs has been unable to get a hold of the pt and will be sending a letter to obtain more clinical info. Based on the info provided, this case is being reported as a malfunction. Pt called alleging that meter does not power on, even after batteries had been replaced. Pt was unable/unwilling to answer if they experienced any symptoms at the time of testing. Pt contacted emergency services and was tested on another meter and obtained a 445mg/dl. Pt was treated with IV. Pt was taken to hosp, no further info was provided. Pt mentioned that the last time they tested was three weeks ago. No info on whether pt tried to test the day of the incident. Pt suffered a serious injury; however, no info at this time that meter contributed to the injury. Customer service was unable to resolve the issue and sent pt a new meter.